Event description:
This spontaneous report was received on (B)(6)-2011 from a (B)(6) female consumer reporting on self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date, the consumer started using o.b. Unspecified, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, the remnants like cotton and other material of the tampons broke and left in the body. The action taken with the device and the outcome of the event was unknown. The report was assessed as non-serious event and the company causality was assessed as possible. No sample was received for evaluation as of (B)(4) 2011. Due to the unavailability of the sample, it is not possible to evaluate the particular alleged defect. A review of the data associated with this complaint category revealed no adverse trends. Complaint trends will continue to be monitored. This report was considered as reportable malfunction in (B)(4).

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.